Event description:
It was reported that the patient¿s ipg started eroding in a small area. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned deeper to address the issue. Blood work result showed no evidence of infection.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.